Event description:
This event involved a patient who experienced low flows during and after heartware lvad implantation. A day after implantation the patient's hb (hemoglobin) dropped to 3.4 and hct (hematocrit) to 10%. Therefore, the hospital suspected that the patient had a major bleed. A pericardial effusion was noted on echo and patient was taken back to surgery where the surgeon inspected the organs and discovered an intra-abdominal clot and the source of the bleeding near the rectus. The clot was removed and a repaired was performed. The cause was determined to be a rupture of the abdominal wall made during the tunneling procedure, and the clot likely contributed to low flows by placing pressure on ivc. The patient was extubated and is recovering. Investigation is on-going.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The affected product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of tunneler 528199 in relation to the reported event. These included, but were not limited to, clinical evaluation and review of work order. Based on the review of all available information, the cause of the reported event was determined to be a rupture of the abdominal wall during the tunneling procedure. This resulted in significant blood loss with clot formation which placed pressure on ivc contributing to the hvad pump low flows. There was no evidence to suggest that the event was related to a device defect. No additional information will be forthcoming.